Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the suggested phenomenon was "cause traced to component failure". However, this could not be further clarified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovidesocope exhibited burn marks in the channel. There was no patient involvement.